Event description:
This lead was implanted on an unknown dated and was explanted on (B)(6) 2016 due to lead fracture. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).